Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient fell and lost effective therapy. Diagnostics showed the patient's paddle lead had invalid impedances. Lead fracture was determined to be due to twiddlers. In turn, surgical intervention was undertaken wherein the lead explanted and replaced. Effective therapy was restored.